Manufacturer narrative:
One opened/used senor was inspected, it was found the cannula was retracted through the top of the sensor base and the cannula was broken but still attached to cannula tubing. It is unknown if customer received the sensor damaged as customer returned the sensor opened/used.

Event description:
Customer reported via phone call, she removed the sensor and noticed the small filament pulled out of the sensor when the introducer needle was removed. Customer stated the filament is not sticking out of the sensor. Customer was advised the sensor would be replaced. Customer's blood glucose was 160 mg/dl. Customer agreed to return the sensor for analysis.